Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. (B)(6).

Event description:
The event involved a chemosafelock bag spike. The reporter stated leakage. The event occurred during infusion and was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, no med/surg intervention required, the device(s) changed out/replaced with no further problems encountered, involved device is available to be tested, the product was not disposed, same lot device sample is not available, and mating device is not available to be tested. Number of devices being returned for investigation is one (1) and number of involved problematic device is one (1) with 20 min length of time device was in use. Identity of involved and/or mating device was chemosafelock infusion set. Type of procedure was preparation with a medication of avastin. In addition, the customer stated that leakage occurred from the connection of bag spike. One (1) actual sample was received connected to a 100ml saline bottle (otsuka). With ¿as-received¿ condition, they applied pressure to the bottle. As a result, leakage occurred between the body and the bag spike. When they applied rotational force, the body got detached. The trace of adhesive was confirmed to be uneven. Picture was provided showing the close-up photo of the involved sample.